Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 100, 75 cm device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was observed inside the balloon indicating the presence of a leak in the balloon. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located approximately at the proximal end of the distal markerband. An examination of the balloon material identified no issues. A visual and microscopic examination observed no issues with the tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the device. No patient complications were reported.